Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to (B)(4)/ MFR #1828100-2020-00326.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads were not sticking to the venous reservoir and were causing an alarm. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided. Per clinical review: there was no additional information available regarding the level sensing system incident that occurred during a cpb procedure on (B)(6) 2020. According to the obtained information, the level sensing system alarmed two times during a procedure, and the team proceeded to exchange the level sensing pads. It was not known what type of reservoir system the team used. This did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.